Event description:
Caller states the device produced results of 471mg/dl to 187mg/dl within 10 minutes on the compact system. No adverse event reported. No action taken based on device results. Req return of suspect system and replacement was sent.